Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle was deployed and the pink slide did not move forward, indicating a needle mechanism failure. Pod was not worn. Blood glucose levels were above 250 mg/dl. No treatment was reported.

Manufacturer narrative:
The pod arrived not deployed, delivering 45 first prime pulses and deactivating before the start of second prime. The pod functioned as intended.